Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a broken brown and black wire in the trunk cable. The root cause for the broken wires could not be positively identified. No adverse event resulted from the damaged belt.